Event description:
Clinic notes dated (B)(6) 2014 noted that the patient's seizures began to recur after discontinuing onfi event with an increase dose of depakote. Clinic notes dated (B)(6) 2014 note that the patient was having 5 seizures per month in (B)(6) 2014 and then the patient had more in (B)(6) 2014. It was noted that the patient's seizures can be as high as 10-15 per month, based on records from 2013.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanted device has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.